Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 181 mg/dl and received a recurring insulin flow block alarm. The customer also stated that they had a possible under delivery anomaly.  It was reported that device labels were damaged. Troubleshooting was performed and found that pump was used within 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump and the product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump received with cracked retainer ring. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and p-cap locks properly into the reservoir compartment. Pump failed self-test due to pump error 63 during testing. No delivery alarm and under delivery anomaly were noted during testing. Successfully downloaded history files and traces using thus. No delivery alarm was found in the history files on event date of 03/25/2023 at 16:28:36.000 during bolus. Bolus delivered of = 0.55u but bolus programmed = 1u on (B)(6) 2023 at 16:28:36.000. However manually programmed and delivered 1u and 3u bolus using water filled reservoir and there was no under delivery observed during testing or in the redownloaded pump history. Pump error 63 was present in the history download on (variable number = 3 line number = 9926/367, file number = 2005/37) on (B)(6) 2023 at 10:08:05.000. Force sensor zero offset within specification (22mv). Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked retainer, battery tube threads - cracked, cracked case-corner of belt clip rails and faded serial number label. No delivery alarm and under delivery anomaly were not confirmed during testing. Cosmetic damage confirmed at the keypad overlay, battery tube threads and case-corner of belt clip rails. Retainer ring was confirmed due to cracked retainer ring. Unable to verify high bg. Pump error 63 alarmed during self-test and was confirmed in the formatted history file (variable number = 3) due to broken trace at pin#6 (sda) at u1 keypad assembly. Moisture damage confirmed at the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.